Event description:
The manufacturer received information alleging visualization of black particles in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in relation to visualization of black particles in a nebulizer. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Upon review, this complaint is not reportable to any competent authority. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. No follow up report will be filed with any regulatory agencies at this time.